Event description:
It was reported during placement of the fourth gdc coil in the aneurysm, the physician detected a problem and tried to remove the coil, but it was stuck in the catheter. Upon removal of the catheter and coil, the coil was observed to have gone through the wall of the catheter. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and is being evaluated. A follow up report will be submitted after the evaluation is completed.